Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.

Event description:
The customer felt that insulin leaked from a reservoir, into the reservoir compartment. Nothing further was reported.